Event description:
The pt received 2 scs leads (off-label) with the same lot number. It was reported, the pt's scs leads had migrated resulting in the relocation of stimulation from the top of the pt's head to the bottom of his skull. Subsequently, the scs leads were explanted and replaced with a model 3228 scs lead as a trial. F/u identified the trial was completed and on (B)(6) 2013 the scs ipg was explanted and replaced with a model 3788 due to the length of implantation and not being used for a significant amount of time. To the sjm rep's knowledge, the pt did not experience the inability to communicate with the original scs ipg prior to explant.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.